Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for initial implant. During procedure, the right atrial lead exhibited far-r wave oversensing and capture anomaly. The lead was not used and replaced. Upon further inspection, the physician noted discoloration and anomalies on the insulation.